Event description:
The pt underwent a sleeve gastrectomy using peri-strips dry with veritas collagen matrix staple line reinforcement as a staple line buttress. It was reported that the pt suffered a gastric leak in the area of the fundus at the point where one line of buttressed staples met with another line of buttressed staples. The pt had to be brought back to surgery to repair the gastric leak. No further details are available.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.